Manufacturer narrative:
Follow-up # 1 date of submission 9/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/30/2016 with the following findings: a review of the pump¿s black box data showed unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment was chipped and cracked. There was no damage found on the returned battery cap. The returned battery cap¿s height and width were within specification. The returned battery cap was unable to maintain an electrical connection with the pump therefore investigation was able to duplicate the power loss and rebooting issues. The pump reboots were duplicated with a test battery cap. The pump cover was removed and there was moisture damage found to on the power circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked, the user was unable to tighten the battery cap and there was intermittent power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.